Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-rays performed revealed no anomalies and the lead tip and helix mechanism appeared intact and undamaged. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead was explanted because it dislodged. The lead was successfully replaced. No additional adverse patient effects were reported. The lead will not be returned.